Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty/defective printed circuit board could not be identified. However, it¿s possible the cause is related to the dr board¿s (printed circuit board) op-amp circuitry being affected by a change in countermeasures or there was a bad connection with the video connector. It was confirmed that the design of the dr board (printed circuit board) was changed on april 16, 2018. Therefore, this also confirms that the subject device was manufactured prior to the design change. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no image due to printed circuit board failure. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis exera iii video system center had no image. The issue was found moments after a patient examination began. The examination continued using a similar device. It was reported that there was no patient harm.